Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: water tightness was lost, and the image was out of focus. A root cause could not be identified. Based on the results of the investigation, it is likely that the loss of water tightness was due to water-tightness of the cable and a cut in the cable unit. Moreover, a possible cause of the out-of-focus image was a water leak in the adapter. The most probable cause of the identified failures could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a loss of water tightness and that the image was out of focus. There was no patient involvement.